Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired, unknown at what firing this occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip, broken advancer, orange indicator over traveled. The analysis results found that one (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent, therefore, causing the firing issues. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Finally, the device locked out as intended but the orange was visible at the 12th firing sequence thus, it over traveled. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.